Event description:
The activated partial thromboplastin time (aptt) assay is an accepted screening procedure used to detect abnormalities in the intrinsic coagulation system. An initial pt sample was run on the mda instrument platform and a result of "calc error" and a flat wave form was returned. The sample was rerun on the same mda with a result of 44.9. This result was reported to the dr. Subsequently, the sample was rerun on two separate mda instruments with results the same as the initial "calc error" and flat wave form result. There were no error messages indicating a malfunction with any of the instruments. The instrument optics were also looked at and found to be acceptable. Dr treatment was based on the 44.9 aptt result that was reported. Once notified of the incorrect result, the dr altered the given treatment. The temporary change in pt treatment did not have any adverse effects on the pt.